Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal programs were missing from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over or under delivery due to running the incorrect time segment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during the investigation, a review of the black box showed a blank basal program manually activated on 14-apr-2018 at 09:14 followed by a basal edit not saved error at 09:42; indicating the user attempted to edit the basal rate but did not select save. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate. At the end of the testing the basal history correctly showed 1.0 unit and the tdd showed 24.0 units. No change to the basal program occurred during testing. No hypersensitive or stuck keys were observed on the keypad. Investigators were unable to duplicate the original complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.